Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On tuesday, (B)(6) 2020. Surgeon performed a revision knee arthroplasty on the right knee of a patient. Surgeon had performed the index surgery on the right knee of the patient in 2011. Since the index surgery, patient has complained of pain, some instability, and mild effusion. Surgeon elected to revise the right knee on (B)(6) 2020. Upon exposure to the joint space surgeon examined the patellar and tibial component and determined they were well fixed and elected to leave them implanted. With minimal mechanical effort, surgeon was able to explant the femoral component which was generally clean of the competitor cement except on the posterior condyles where cement remained attached. Surgeon then prepared the remaining bone to accept a revision femoral component and reimplanted. No instruments broke during the procedure. There were no delays in relation to depuy. There was no suggestion that the implants did not perform as expected. There was no noticeable poly wear.